Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple replace battery alerts and a power error detected alarm. The customer¿s blood glucose level was 400 mg/dl. The customer reported they had also experienced a high blood glucose level of 457 mg/dl which they treated with the insulin pump. Troubleshooting was performed on the insulin pump. The customer was advised to go through a series of steps after the call to clear the alarm. The customer was advised to monitor the insulin pump and call back if the error recurs. The device will not be returned for analysis.